Event description:
It was reported that the simplex was received damaged on (B)(6) 2013 per purchasing. A phone call was received to request credit and to get instructions on how to return damaged product. I advised that the product cannot be returned and must be disposed of at the facility as hazardous material. Purchasing understood and advised that they would do so accordingly. Product has already been replaced via a different direct sale purchase order.

Manufacturer narrative:
Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Product not returned.

Manufacturer narrative:
Corrected data: expiration date. An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Device evaluation not performed as the product, or photographs of the product were not provided. A DHR indicates that this batch was manufactured and shipped to stock with no relevant reported discrepancies. A complaint history review determined that there was no other similar reported events for the lot. Other than that the simplex was received damaged in purchasing, no further information was provided. Based on this, the exact cause of the event could not be determined. No further investigation is possible at this time.

Event description:
It was reported that the simplex was received damaged on (B)(6) 2013 per purchasing. A phone call was received to request credit and to get instructions on how to return damaged product. I advised that the product cannot be returned and must be disposed of at the facility as hazardous material. Purchasing understood and advised that they would do so accordingly. Product has already been replaced via a different direct sale purchase order.